Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient's dexcom receiver was showing "2 lines indicating that he was low." The wife found him unresponsive on his bed and called emergency \medical teams (emt). The patient said that he had a glucometer at home but he couldn't tell if his wife took his bg at that time or not. When the paramedics came, they've did a bg test but he can't remember what was the result anymore. The patient also said that the emt tried to squirt something in his mouth to wake him up but it didn't work so they end putting him on some IV while in bed. He added that he was told that he was going into a coma. No other information was given by the patient and he reportedly refused to provide any information. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.